Event description:
A distributor in france reported an issue with a pump where the usb port was broken, preventing the pump from being turned on. There was no information available about any adverse impact on the customer's blood glucose level. The pump is being returned for further examination, and a replacement pump was sent to the customer.